Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire separated from the jaws after initial engagement with a branch and use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Corrected sections: d8- corrected to "no". The device was returned to the factory for evaluation on (B)(6) 2019 and an investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use was observed. Microscopic inspection was conducted. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent". A ship history record review was completed for lots 25148842, 25147788, and 25147896 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heater wire separated from the jaws after initial engagement with a branch and use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.